Manufacturer narrative:
(B)(4). The patient circuit board was replaced. However, the issue was not addressed. The service engineer se replaced the control board. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator had airway pressure, that could not be released and the internal pressure was going high. Subsequently, an occlusion occurred and a circuit occlusion alarm was shown. There was no patient involvement.